Manufacturer narrative:
The reported ultrabutton adjustable fixation device was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, when the button was passed through the tunnel for flipping, the loop broke leaving the titanium button inside the femur tunnel. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive tension. Or (2) sharp edges. Excessive tension applied or contact between sharp edge and loop can result in damage to the device. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was confirmed that piece was removed from the patient.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. A relationship between the product and reported incident was established. From the information provided, when the button was passed through the tunnel for flipping, the loop broke leaving the titanium button inside the femur tunnel. Visual evaluation shows titanium button, graft cradle and adjustments tails were returned. The flip suture was not returned. Functional test could not be performed as the device is a single use device. The complaint was not verified as there are no manufacturing abnormalities visually observed with the returned parts of the device. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Excessive force can result in damage to the device and device failure. The instruction for use (IFU, pn 66856) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. Completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the button was passed through the tunnel for flipping, the loop broke leaving the titanium button inside the femur tunnel. No patient injuries were reported.